Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the first patient. Dentsply was able to verify the complaint based on production testing only as the attachment did not overheats during quality testing. The returned attachment was tested by manufacturing personnel and did not meet production specifications for noise, cap temperature test, cut test, cap removal, color cap and current draw specification criteria. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 40.7 c and 36.6 c under load testing with coolant spray on. These temperatures did not exceed requirements. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed moderate gear wear on the head-tail and head assemblies. Some debris was noted inside the head and cap cavities and inner components. All components appeared to be dry and corroded. The lack of lubrication may have caused friction and as a result increase the temperature causing heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated during use on two separate patients. There was no injury or intervention.